Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated from the space of retzius to the groin; it was also reported that the patient had soreness. A new balloon was implanted. There were no patient complications.